Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular tachycardia and presented remotely via merlin.net. Investigation noted the implantable cardioverter-defibrillator failed to shock the patient. No intervention was made. No patient symptoms were reported.